Event description:
It was reported that during implant of the deep brain stimulation lead, the impedance was checked with the external neurostimulator (ens) and the physician programmer and was found to have extremely low impedances. The ens cable was reconnected and the test was completed again with the same result. The lead was removed and found that it was difficult to remove the lead from the cannula. After examining the lead, there appeared to be some kind of defect at the bottom of the 0 contact. There were no issues with the patient and another lead was immediately implanted.

Manufacturer narrative:
Analysis of the lead (model#: 3389s-40, serial/lot#: unknown) found no significant anomaly. The distal end of the lead was bent. No shorts between circuits were detected. The returned lead was connected to an ens through a known good 3550-31 multi-lead screening cable. The electrodes of the lead were placed in 0.9% saline solution. Impedances were measured with an 8840 programmer. There was good impedance on every electrode pair.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).